Event description:
It was reported during stage 2 neurostimulator procedure, they had tried to tighten the setscrew on the neurostimulator (ins), it will sound like it was tightening / torqueing down on the lead, but they could pull the lead out of header block. They have previously backed out the setscrew and tried to reseat it without any resolution. Health care provider thought that the setscrew may be seated in a tilted fashion. Reviewed changing out the ins, and retrying backing out the setscrew some and reseating the setscrew .the health care provider tried this and it worked and lead was being held in the header block. It was later reported a day later that the impedances were all normal and health care provider was able to push the setscrew back in, lock the lead. The patient did great, everything normal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# va0pnmv, implanted: (B)(6) 2015, product type: lead. (B)(4).